Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the wires were broken and ECG ¿e¿ and ¿d¿ were not recognized. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.